Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 68 mg/dl and 58 mg/dl compared to readings of 198 mg/dl and 198 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The current was applied to the sensor to perform accuracy testing while in the test fixture and accuracy test passed. However, accuracy tool test got failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was performed on returned sensor. Visual inspection was performed on returned sensor and no issues were observed. The returned sensor was de-cased. Visual inspection was performed on the printed circuit board assembly (pcba) however, no abnormalities were observed. During the initial scan from investigation the data was reviewed. The sensor was observed to be in state 5 with event logs 3 (sensor expired) and 4 (life ended). The returned sensor was scanned on the evaluation module (evm). The returned sensor was reprogrammed and activated using the patch reader and patch programmer. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings and accuracy tool test was passed. No abnormal errors were observed during testing and the returned puck was passed all testing. Accuracy test was indicating that all the electronics on the printed circuit board assembly (pcba) were functioning as intended. No evidence of a product malfunction was observed during the investigation. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 68 mg/dl and 58 mg/dl compared to readings of 198 mg/dl and 198 mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.